Event description:
Ous MDR - it was reported that the lead was explanted about 11 months after the implantation because of an increase in the pacing threshold and drop in sensing. No deterioration of the patients state of health was reported. The lead is currently undergoing analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection detected a cut in the insulation 25.5 cm distal of the df4 connector pin, which is probably a result of the operation process. In addition, the available x-ray images were analyzed. They confirmed the tensile stress the lead was exposed to in the implanted state, as had been mentioned in the complaint. It cannot be ruled out that this stress situation led to an increase in the pacing threshold and a drop in sensing. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.